Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Conclusion: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens (13.2mm) and the problem was not resolved. See MFR. # 2023826-2018-00298 for explant of longer lens (13.2mm).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. There was residue on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). Claim # (B)(4).